Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: rep was present for a case involving a clip applier in which the device experienced no clip loading. The first 3 activations were successful with a clip loading and being dispensed. On the 4th actuation, no clip loaded. The device was pulled out and on the fifth actuation the device worked again. Then, on the sixth actuation, no clip loaded again. The device was actuated again and worked on the seventh and final attempt. There was no patient injury and the product is available for return. Product available for return. Hospital misplaced the device. They will not be returning it. Updating to npr. Intervention: the case was completed with the same device. Patient status: no patient injury.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Correction to h6, h7, h9, and h10. The lot number of the event unit is not within the scope of the recall initiated by applied medical for the ca500 epix universal clip applier.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: rep was present for a case involving a clip applier in which the device experienced no clip loading. The first 3 activations were successful with a clip loading and being dispensed. On the 4th actuation, no clip loaded. The device was pulled out and on the fifth actuation the device worked again. Then, on the sixth actuation, no clip loaded again. The device was actuated again and worked on the seventh and final attempt. There was no patient injury and the product is available for return. Product available for return. Hospital misplaced the device. They will not be returning it. Updating to npr intervention: the case was completed with the same device. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: rep was present for a case involving a clip applier in which the device experienced no clip loading. The first 3 activations were successful with a clip loading and being dispensed. On the 4th actuation, no clip loaded. The device was pulled out and on the fifth actuation the device worked again. Then, on the sixth actuation, no clip loaded again. The device was actuated again and worked on the seventh and final attempt. There was no patient injury and the product is available for return. Product available for return. Patient status: no patient injury intervention: the case was completed with the same device